Event description:
It was reported that, the subject device has an air leakage from cable section (with tape). There was no patient involvement.

Manufacturer narrative:
The device was evaluated and the allegation was confirmed. The investigation also identified flooding of the main unit image capture and camera cable, a hole in the camera cable. A device history review of the current product was conducted, and no problems were found. Based on the results of the investigation, the most probable cause was determined to be camera cable had a hole in it, and the airtightness of the camera cable could not be maintained, leading to an air leak in the camera cable. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. "Warning" section of the instruction manual "for safe use endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device.